Event description:
On (B)(6) 2012, the patient contacted animas alleging that she woke up that morning with a blood glucose (bg) reading of "high" (bg > 600mg/dl) with symptoms of thirst and excessive urination. When she reviewed pump, she discovered the pump had lost power. The patient informed customer support that she would contact her hcp regarding what to do to bring down her bg. At the time of troubleshooting, the patient was advised to change the battery in the pump. During battery change inspection, the patient informed customer support that the thread on the battery cap was damaged and the cap was not able secure to the pump. It was noted that the pump would reboot when trying to attach battery cap. The patient claimed the yellow o-ring was visible and she was unable to secure cap completely to the pump. The patient informed customer support that the battery cap was original to the pump and had never been replaced. The patient did not have a new battery cap at the time of the call. A replacement cap was sent to the patient. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the patient had not replaced the pump's battery cap as recommended in the owner's booklet.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery issue was identified. The battery cap was not returned with the pump. A new test cap was able to fully tighten with no yellow o ring showing. No damage was found to the battery compartment. Pump was exercised for 24 hours on a 1 unit per hour basal rate with a test battery cap and no power loss was duplicated. Pump was cover was removed and no evidence of moisture or evidence of damage to battery flex or power circuit was observed. The pump passed a 29 hour flow test and was found to be delivering within the specification. Unrelated to this complaint, the display screen has a faded pinkish contrast when powering to the verify screen. A test screen was inserted in the pump. The pump booted to the verify screen with a normal contrast using the test screen. Additionally,t he audio bolus button was observed to be detached during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.